Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent an orthopedic procedure treating femur fracture. The surgeon was inserting a tfna into a patient on a fracture table for a subtrochanteric femur fracture. During the insertion of the 3.2mm guide wire for the lag screw head element, multiple attempts were taken to position the guide wire into the appropriate position in the femoral head and neck on a/p and lateral radiographic views. Once the guide wire was in acceptable position by the surgeon, he then inserted the 10mm cannulated tapered drill bit without issue. He then precedes to insert the 6mm/9mm cannulated stepped drill bit over the 3.2mm guide wire in appropriate fashion. During this procedural step some grinding sounds were heard. Upon removal of the drill bit we noticed the tip of the drill bit splintered. The 3.2mm guide wire also came out and was stuck inside the cannulated stepped drill bit. Upon removal of the wire it was noted the wire was bent. He used radiographic imaging to see if there was any issues. They noticed there were three (3) small pieces from the tip of the drill bit left in the patient. The surgeon mentioned there was no resistance while going through the nail. The surgeon finished the procedure without any other issues. There was no surgical delay noted. Fragments generated and were not removed because fragments were deep to the cortex of the femur and would have been hard and damaging to retrieve. The procedure was successfully completed. There was a patient consequences reported. This report is for one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 2 for (B)(4).